Event description:
Boston scientific received information that during the attempted implant of this implantable cardioverter defibrillator (ICD) shock impedances measurements of greater than 125 ohms in all three vectors were seen. The physician checked the connections twice and verified that the terminal pin was past the connector block and the set screw was confirmed to be down via a tug test. The physician requested a new device. Shock impedance measurements continued to be greater than 125 ohms. Of note, with the previous device shock impedances were noted to have be approximately 45 ohms. The device has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.